Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned components show the femoral component and stem extensions still assembled. The backside of the femoral component is covered with bone cement except on one side of the central box and around the stem-connection. The metal surfaces of both components show scratches, and the femoral component has a gouge on one side. The exposed bone cement also shows discoloration. The complaint is considered confirmed based on the visual evaluation of the returned components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions ae required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is documented in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- femoral component option for cemented use only size e left catalog#: 00599401591 lot#:unk, articular surface, green, 12mm (fem e,f - tib 5,6) catalog#: 00-5994-040-12 lot#: unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product: femoral component option for cemented use only size e left, cat#: 00599401591 lot#: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04151. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient was revised to address femoral loosening. No further information is available.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eleven years post-implantation due to pain, femoral osteolysis, and femoral loosening. The femoral components were removed and replaced. No additional patient consequences were reported.